Event description:
A nephrologists reported he had a patient who experienced a drop in blood pressure within 3-5 minutes of initiating continuous renal replacement therapy (crrt). The blood flow rate was decreased and either a fluid bolus given or an increase in vasopressor and then the patient's blood pressure would stabilize. Crrt then continued without any problems. The date of this event is unknown therefore, the date in this report is an estimated date.